Manufacturer narrative:
Upon receipt, the cardio messenger smart including the power supply was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. First, the quality documents associated with this device were re-investigated. The review of these quality documents did not show any deviation. The next step of the analysis included the examination of the returned power supply as well as the additionally used multiple socket. It was confirmed that the power supply unit as well as the multiple socket were severely damaged by heat. Since no root cause for the heating could be found due to the damage, the power supply was sent to the manufacturer for further analysis. The multiple socket as well as the power supply unit showed heavy signs of use and dirt. Corrosion residues were also found on the multiple socket, indicating the ingress of moisture. Therefore, it is conceivable that dirt or moisture residues caused a short circuit, which subsequently led to heating of the power supply unit on the primary side. As the device was fully functional for more than two years, a manufacturing influence can be excluded. In addition, the cardio messenger smart was analyzed. During this analysis, no indications of a device malfunction were found. The device could be switched on and sent technical and medical messages to the home monitoring service center. Furthermore, the past transmission behavior of the device was analyzed. The cardio messenger smart sent regular medical messages to the hmsc until (B)(6) 2020. Since the cardio messenger smart continues to function properly and without any impairments, the device can be excluded as the root cause. In conclusion, the root cause of the behavior could not be determined. It is assumed that moisture in the multiple socket or the power supply itself could not be excluded as the root cause. Since the entire power supply unit is made of self-extinguishing, non-flammable materials, a fire is considered unlikely to occur. The damage occurred on the primary side of the power supply and the cardio messenger itself is not damaged, the cardio messenger can be excluded as the root cause.

Event description:
It was reported that the transformer (connected to cardiomessenger smart 2g) caught on fire. It was noticed because of the smell and short circuit causing power blackout in a part of the family house. Reportedly the device was plugged into a multiway connector.